Event description:
Reported as: "the pt was having problems with significant reflux and dysphagia. She has had significant obstruction, and had what I feel to be a prolapse of the stomach. Follow up findings from the physician reveals: "I went in and put more sutures in. I didn't remove the band or the port. The pt no longer has dysphagia, obstruction or much reflux."

Manufacturer narrative:
Taper type ii. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage, dysphagia, reflux and obstruction are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, reflux, and obstruction as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."